Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device following a ptca procedure. It was reported that a cuff miss occurred. The physician removed the device and noted the posterior part of the foot was missing. Manual compression was used to achieve hemostasis. The piece of the foot could not be located on the table or on the floor. The puncture site was examined with ultrasound and this did not reveal the piece of the posterior foot. Angiography of the site had not been performed prior to using the device as instructed in the IFU. The physician reported feeling "very strong resistance when he pushed the plunger. " when the plunger was removed, there were no sutures attached to the needles. The foot was parked and the device was attempted to be removed, but resistance was felt. The foot was opened and then parked again. It was reported that slight resistance was felt, but the device was able to be removed. The physician examined the device and noted one end of the suture was coming out from the anterior foot and the other suture end was caught inside the artery. The suture was then pulled and met with resistance, but was able to be removed. It was noted that the cuffs were on both ends of the suture. The patient has been discharged from the hospital and there are no reports of adverse patient sequelae.